Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: lab's meter: 130 mg/dl customer's accu-chek aviva meter: 277 mg/dl lab's meter: 132 mg/dl customer's accu-chek aviva meter: 285 mg/dl lab's meter: 135 mg/dl customer's accu-chek aviva meter: 300 mg/dl

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.